Event description:
This is a spontaneous case report received via regulatory authority in (B)(4) on 17-mar-2016 and forwarded to bayer on 04-aug-2016. It refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. She was (B)(6) at the time of insertion. Her complaints included lower back pain, tension/pain around chest area, muscle pain (as if a belt is pulled very hard), tiredness and heavier menstruation. She contacted doctor and cardiologist, psychosomatic physiotherapist. Blood test performed and diagnoses made: hyperventilation, stress, and tensions. No gallstones or heart problems identified. Treatment performed: iud placed but later removed because complaints kept worsening, connective tissue massage with psychosomatic and physiotherapist. The influence of essure in her daily life included problems with daily tasks. Consumer had not recovered. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had lower back pain. Back pain is listed in the reference safety information for essure. Since essure may cause back pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had lower back pain. Back pain is listed in the reference safety information for essure. Since essure may cause back pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.